Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/04/2003 and was last repaired on 10/10/2012 for a non-related issue. Evaluation confirmed that the ratchet would not function. In addition, wear to the roller gear, ratchet gear, bottom roll and ball detent was observed. Damage to the comb was also noted. Prior to repair, a test mesh was not performed due to the damage to the comb. The repair of the device included the replacement of the following: ratchet gear, sliding pin, comb, roller gear, and bottom roll. It was concluded that the wear on the ratchet gear and sliding pin was most likely the cause for the malfunction. Most likely the cause for this wear was due to improper handling of the device by the user. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher would not turn on. Additional clinical follow up with the customer indicated that the surgeon was having difficulty getting the handle to turn on the device. There wasn't any information indicating that there was any impact to the patient, surgical procedure or that there was any surgical delay reported. Customer likely replaced the device with an alternate device to complete the procedure as the hospital does have another mesher.